Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed loci high-sensitivity troponin I (tnih) results obtained on two (2) patient samples when reprocessed on a dimension exl 200 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Quality control (qc) recovered within the customer¿s expected ranges, indicating that the tnih assay was performing acceptably. The dimension instructions for use (IFU) for tnih states, "dilute with ctni sample diluent (cat. No. Kd692) to obtain results within reportable range. Enter the dilution factor on the instrument, but no greater than 1:5. Reassay. Resulting readout is corrected for dilution." However, the customer processed the patient samples with a dilution factor greater than 1:5, resulting in the erroneously depressed tnih results. The customer corrected the dilution volume, and the issue was resolved. The cause of the event was consistent with entering the incorrect dilution volume. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained erroneously depressed loci high-sensitivity troponin I (tnih) results on two (2) patient samples when reprocessed on a dimension exl 200 system. The initial results obtained using no dilution were considered correct and not reported to the physician(s). Sample identifier (B)(6) was reprocessed using 1:10 dilution, and sample identifier (B)(6) was reprocessed using 1:20 dilution on the original dimension exl 200 system. Lower reprocessed results were obtained and considered erroneously depressed. The erroneously depressed results were reported to the physician(s), and the results were not questioned. Later, sample identifier (B)(6) was reprocessed using 1:8 dilution, and sample identifier (B)(6) was reprocessed using 1:20 dilution on the original dimension exl 200 system. Higher reprocessed results were obtained and considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed loci high-sensitivity troponin I (tnih) results.